Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the reported issue was unable to be duplicated. Three accuracy tests were run, and the pump was found to be over delivering to the manufacturing specifications, instead of under delivering. Fluid ingression was found on pump by the chassis base of the expulsor which possible cause the issue. An expulsor assembly will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (-9.85%). No patient was involved in this event. No adverse effects were reported.